Event description:
Health care professional reported an alleged band leak with a lap band device. In addition, the pt called allergan and reported the leaking lap-band device. The pt stated that a lack of resistance had been noticed when eating and swallowing. Upon examination, the doctor noticed that the device had lost fluid. An upper gi fluoroscopy was performed and the results indicated that the port was intact. The complete lap-band sys was explanted without replacement. The explanted device is being returned to allergan for product analysis.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."